Manufacturer narrative:
D10 concomitant product: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: n2f0061y) sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: n2f0061y) sigpshell, sig power sigpshell control shell (lot#: unknown) sigphandle, sig power sigphandle handle (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 20 days post-operatively on an open bowel resection, the patient was readmitted to the hospital with infection and was septic due to the staple line not holding on the rectal stump. Three reloads were used and had the same issue. An open repair of rectal stump dehiscence and open repair of colotomy were performed, and suturing was performed as a staple line replacement. An antibiotic was also provided for the treatment of sepsis and the patient was admitted in the intensive care unit (ICU) after procedure.

Event description:
It was reported that 20 days post-operatively on an open bowel resection, the patient was readmitted to the hospital with infection and was septic due to the staple line not holding on the rectal stump. Three reloads were used and had the same issue. An open repair of rectal stump dehiscence and open repair of colotomy were performed, and suturing was performed as a staple line replacement. An antibiotic was also provided for the treatment of sepsis and the patient was admitted in the intensive care unit (ICU) after procedure for seven days.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.